Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7543015) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a crystalens ao was explanted. The reason for explant was not provided. The lens was implanted at another facility. Additional information has been requested, but no additional information has been received.